Event description:
A gore viabahn endoprosthesis was used for the treatment of sfa disease. During device deployment, the deployment line hung up after approximately 1-2 cm of the device deployed. The physician captured the constrained portion of the device into the 8fr sheath and the sheath and device were removed. Another device advanced through a new sheath and deployed without incident. The pt did not experience any adverse consequences.

Manufacturer narrative:
Method - a review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.